Event description:
Electronic itch-stopper by hontech medical technology claims to eliminate itching and rashes. Pt used this product on an area of skin with itching and hives. Despite its product description, this is just a small metal plate that gets hot - very hot - and does nothing but cause reddening of the skin. What concerns pt the most - aside from the fact that the company's website is full of misinformation - is that this product is promoted as being safe to use on children and pt would think that it is highly unsafe to use on children.